Event description:
Boston scientific received information that the patient implanted with this device system experienced syncope. Electrograms (egms) were not available for review and the local area sales repsrentative had no further information.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.